Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted on (B)(6) 2017. The patient now has a synchromed ii pump and there are no problems anymore. The patient status was reported as alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found battery high resistance. No longer applies to this event. No longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Implant date was indicated as approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and daily dose via an implantable pump for an unknown indication for use. It was reported that the patient came to the hcp as their pain came back and they experienced withdrawal symptoms. The patient¿s myptm had error codes of 8478 and 8474 and it was noted that there was a battery reset. It was noted that the pump was now running in minimal daily dose. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was reported that the hcp reprogrammed the pump ¿but the pump went always in minimal daily dose modus¿. It was noted that the issue was not resolved at the time of this report. It was noted that surgical intervention was planned, but had not been scheduled yet. It the time of this report the patient status was alive ¿ with injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.